Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect, however, a specific cause for the driveline disconnect could not be conclusively determined through this evaluation. The submitted controller event log file contained events from 08may2024 through 10may2024. The file captured a driveline disconnect on 10may2024 that resulted in a pump stop. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the set speed without issue while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-015653, and no further related events have been reported at this time. The relevant sections of the device history records for mlp-015653 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent in for review. The log files ended with a driveline disconnect.

Manufacturer narrative:
Section a2-a4 unavailable. Information pending hospital follow up. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.